Event description:
It was reported that the device was returned to the manufacturer after being returned with no information.  The device subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).